Event description:
It was reported that the cardiomems implant procedure was aborted. The physician reported it to be a standard case with femoral access. After the right heart catheterization was performed the patient was slightly agitated from groin access and numbing. While the cardiomems was being inserted there was some resistance with pushing the cardiomems delivery system over the v18 wire and wire placement was lost. The physician found that the wire and cardiomems delivery system were looped outside the sheath. The physician backed out the delivery system through the sheath and prepped the swan to re-position the wire. During this time, the physician lost access with the sheath and held manual pressure. The physician then decided to abort the implant attempt as the patient was not tolerating the procedure well. The physician did not feel that the cardiomems device was the cause of the decision to abort the procedure. There were no adverse consequences to the patient. The site will not schedule a second attempt. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).